Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional narrative: h6: photo investigation: visual analysis of the photo revealed that univ-drill-guide 3.5 was observed in assemble condition from size 2.5 and the tip of the an unknown size drill bit with the attempt to pass through the guide. However, functionality issues cannot be assessed through a photo investigation. In addition, with the evidence provided, is not possible determine if the device was received incorrectly assembled before first use. As the device was not returned, an as-received condition could not be assessed, and a dimensional inspection and document/specification review were not completed. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was not confirmed for univ-drill-guide 3.5. There is no indication that a design or manufacturing issue has caused the complaint condition. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. H3, h4, h6: device history record (DHR) review conducted: part: 323.360. Lot: 8625841. Release to warehouse date: 18 nov 2013. Manufacturing site: werk hägendorf. Expiration date: n.a. A manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the guide is incorrectly assembled and the internal sleeve does not fit, therefore the bit does not fit.